Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The initial result did not match the patient's previous results, prompting the repeat of the sample. The repeat result was deemed to be correct. The qc was within the assigned ranges on the day of the event. The field service engineer (fse) inspected the instrument and observed that the nuts securing the acid and the basic detergent dispensers were loose, causing a higher volume of detergent to be dispensed into the cuvettes. He also identified an issue with the water quality. The fse recalibrated the detergent dispensing volume and tightened the nuts. The investigation is ongoing.

Manufacturer narrative:
The service actions performed by the fse resolved the issue. The investigation determined that the issue found by the fse (the nuts securing the acid and the basic detergent dispensers were loose) was the root cause of the event.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with magnesium gen.2 assay on a cobas pure c 303 analytical unit. Initial result: 2.98 mg/dl. Repeat result: 2.12 mg/dl.